Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the insulin pump was damaged and will not hold a reservoir in place, causing her blood glucose to rise. Their blood glucose was unknown at the time of the incident. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.